Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and cesarean section. Concomitant products included anaesthetics, local and ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"). The patient was treated with surgery (via bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the flatulence had resolved. The reporter considered flatulence and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('via bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and cesarean section. Concomitant products included ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"), abdominal pain lower ("cramps or soreness"), back pain ("pain was constant in my back"), pelvic pain ("ache in pelvis"), arthralgia ("hips ached constantly almost like sciatica") and scar ("3 scars"). The patient was treated with surgery (via bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal and scar outcome was unknown and the flatulence, abdominal pain lower, back pain, pelvic pain and arthralgia had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, flatulence, medical device removal, pelvic pain and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content of social media received : event "pain was constant in my back" and "ache in pelvis", "my hips ached constantly almost like sciatica". Outcome for all of the events was changed to recovered. Reporter of social media added. On 23-mar-2020: content of social media received : event 'scars' was added. Reporter added on 23-mar-2020: content of social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('via bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and cesarean section. Concomitant products included ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain") and abdominal pain lower ("cramps or soreness"). The patient was treated with surgery (via bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal and abdominal pain lower outcome was unknown and the flatulence had resolved. The reporter considered abdominal pain lower, flatulence and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: cramps or soreness. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and cesarean section. Concomitant products included anesthetics, local and ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"). The patient was treated with surgery (via bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the flatulence had resolved. The reporter considered flatulence and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.